Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent if device is received.

Event description:
According to the reporter, the suture lacerated the parenchyma of the kidney. It was difficult to achieve hemostasis on the resected edge. This resulted in a reoperation. Additional information has been requested but not yet received. A supplemental report will be submitted upon receipt of new information.